Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity c total bilirubin assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 66958uq09. A device history record review did not identify any nonconformances or deviations associated with the lot number 66958uq09 and complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c total bilirubin reagent lot number 66958uq09 was identified.

Event description:
The customer observed falsely elevated alinity c total bilirubin for multiple patients. The following results were provided (reference range 0.4 ¿ 2.0 mg/dl): on (B)(6) 2025, initial total bilirubin result= 5.7 mg/dl, repeat result= 1.1 mg/dl, on (B)(6) 2025, initial total bilirubin result= 3 mg/dl, repeat result= 0.5 mg/dl, on (B)(6) 2025, initial total bilirubin result= 2.3 mg/dl, repeat result= 0.2 mg/dl, on (B)(6) 2025, initial total bilirubin result= 4.3 mg/dl, repeat result= 0.7 mg/dl, on (B)(6) 2025, initial total bilirubin result= 5.7 mg/dl, repeat result= 1.1 mg/dl, on (B)(6) 2025, initial total bilirubin result= 3.5 mg/dl, repeat result= 0.3 mg/dl, on (B)(6) 2025, initial total bilirubin result= 4.4 mg/dl, repeat result= 0.8 mg/dl, on (B)(6) 2025, initial total bilirubin result= 2.8 mg/dl, repeat result= 0.4 mg/dl, on (B)(6) 2025, initial total bilirubin result= 2.1 mg/dl, repeat result= 0.3 mg/dl, on (B)(6) 2025, initial total bilirubin result= 3.7 mg/dl, repeat result= 0.5 mg/dl, on (B)(6) 2025, initial total bilirubin result= 2.4 mg/dl, repeat result= 0.4 mg/dl, on (B)(6) 2025, initial total bilirubin result= 4.8 mg/dl, repeat result= 0.8 mg/dl, on (B)(6) 2025, initial total bilirubin result= 3.5 mg/dl, repeat result= 0.6 mg/dl. There was no impact to patient management reported.

Event description:
The customer observed falsely elevated alinity c total bilirubin for multiple patients. The following results were provided (reference range 0.4 ¿ 2.0 mg/dl): on (B)(6) 2025, initial total bilirubin result= 5.7 mg/dl, repeat result= 1.1 mg/dl, on (B)(6) 2025, initial total bilirubin result= 3 mg/dl, repeat result= 0.5 mg/dl, on (B)(6) 2025, initial total bilirubin result= 2.3 mg/dl, repeat result= 0.2 mg/dl, on (B)(6) 2025, initial total bilirubin result= 4.3 mg/dl, repeat result= 0.7 mg/dl, on (B)(6) 2025, initial total bilirubin result= 5.7 mg/dl, repeat result= 1.1 mg/dl, on (B)(6) 2025, initial total bilirubin result= 3.5 mg/dl, repeat result= 0.3 mg/dl, on (B)(6) 2025, initial total bilirubin result= 4.4 mg/dl, repeat result= 0.8 mg/dl, on (B)(6) 2025, initial total bilirubin result= 2.8 mg/dl, repeat result= 0.4 mg/dl, on (B)(6) 2025, initial total bilirubin result= 2.1 mg/dl, repeat result= 0.3 mg/dl, on (B)(6) 2025, initial total bilirubin result= 3.7 mg/dl, repeat result= 0.5 mg/dl, on (B)(6) 2025, initial total bilirubin result= 2.4 mg/dl, repeat result= 0.4 mg/dl, on (B)(6) 2025, initial total bilirubin result= 4.8 mg/dl, repeat result= 0.8 mg/dl, on (B)(6)2025, initial total bilirubin result= 3.5 mg/dl, repeat result= 0.6 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.